Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep troubleshot the unit and found software issues. He reloaded the software and installed calibration files. He tested the machine and the problem continued. The rep tested the camera potentiometer, and its circuitry then found the wiper cable was open, therefore, the signal was not being delivered to fluoro functions pcb. He repaired the hv cable and tested the unit, and it's now working as intended.

Event description:
The customer reported that there was an image rotator problem, and the system did not completely boot up.